Event description:
Contact reports that occital - th 5 instrumentation was done for a pt with rheumatoid arthritis in (B)(6) 2009. After the surgery, the screw used for occipital bone and the plate were found backed out. Also c2 screw was found broken. Revision surgery will be done in the near future. Device 1. See also: 1526439-2011-00016.

Manufacturer narrative:
Info is limited at this time. Adverse outcome may be related to pt condition. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device. No definitive conclusions can be made at this time. No connection can be made at this time between the event and any shortcoming of the device.